Manufacturer narrative:
The insulin pump was received with a broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, and a severely scratched display window.

Event description:
The customer reported via phone call that his insulin pump had a crack on the reservoir compartment. The patient's blood glucose at the time of incident was 333 mg/dl. The customer was changing his reservoir when the top piece of the reservoir compartment fell off. Troubleshooting was initiated for the physical damage. The customer stated that the screws near the top of the reservoir compartment were visible. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.